Event description:
The customer reported that her blood glucose reached 18 mmol/l less than a day after the pod was activated and that the cannula was out of skin.

Manufacturer narrative:
The device has not returned for evaluation. We are unable to confirm any product malfunction. The customer reported that the cannula had dislodged from the infusion. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.